Event description:
Philips received a complaint by the customer on the v60 indicating that there was a serial peripheral interface (spi) bus failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report multiple error codes were in the logs that confirmed a spi bus failure. The field service engineer (fse) inspected the device and found that the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) printed circuit board assembly (pcba) cable was loose as well as a pin on the solenoid valve was damaged. The fse then reconnected the da pcba to mc pcba cable and replaced the solenoid valve to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed solenoid was returned to the product investigation lab (pil). The solenoid was visually inspected and the pil technician confirmed there was a damaged pin on the solenoid due to physical damage. No further testing could be performed due to the damaged pin. Pil concluded that the returned solenoid was faulty due to a damaged pin.